Event description:
It was reported that a patient underwent a gynecological procedure on unknown date and a pelvic mesh product was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent mesh implantation in order to treat paravaginal defects, a cystocele, and an enterocele. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy, a transvaginal paravaginal defect repair, a bilateral sacrospinous ligament fixation, an enterocele repair and a posterior repair during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient reported pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scaring and other following mesh implantation. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent cystoscopy, left retrograde and ureteroscopy on (B)(6) 2009. The patient underwent mesh explantation/revision on (B)(6) 2009 due to a severe infection from the mesh. It was reported that the patient underwent removal of the infected mesh on (B)(6) 2009 due to vaginal discharge from mesh erosion. No additional information was provided (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, leakage, and hematuria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.